Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that no diagnostics or troubleshooting was performed as the patient had no symptoms. The cause of the volume discrepancy was not known. The healthcare provider would continue to monitor and recheck at next refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (baclofen) via an implantable pump for intractable spasticity. The hcp reported they had a patient who had quite a bit more residual volume than was expected at the refill today. The hcp stated that they expected 2.5ml and the patient had 9.5 ml. The patient did not have any symptoms and was doing fine. The issue was not resolved through troubleshooting.